Event description:
A customer reported to baxter corporate product surveillance an unspecified amount of 250ml intravia empty container in which the spike could not be removed from the port. According to the report, when the nurse staff attempted to remove the spike from the bag to switch out the empty bag, the spike could not be removed from the port. The nurses used needles to pry the spike out of the port. The empty bags are used for epidurals in the labor and delivery department. They are used with moog curlin infusion administration set ((B)(4)) and curlin infusion pump. There was patient involvement. However, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: thirty-five companion samples were returned to the manufacturing plant for evaluation. Visual inspection did not reveal any visible irregularities. The membrane port tubing was measured. The tubing dimension results in the specification tolerance range. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated, a follow-up report will be submitted.